Manufacturer narrative:
On 8-jan-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and experienced transient st elevations that did not require any medical or surgical intervention. When inserting the dilator through the hemostatic valve there wasn't much resistance. After exchanging the octaray for the ablation catheter through the vizigo sheath the physician stated that there was not a great seal when pulling back. Upon pulling back and switching the ablator there was st elevations present. They think there was potentially an air bubble that went through one of the coronaries. The procedure was paused. The vizigo was removed and the noted that there wasn't a good seal with the ablation or diagnostic catheter. The vizigo sheath was exchanged and the procedure was continued. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history review was performed for the finished device 00002492 number, and no internal actions related to the complaint were found during the review. There was no leakage and no bubbles were detected. No air leaks were observed. Therefore, the complaint was not duplicated, and it could not be confirmed. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and experienced transient st elevations that did not require any medical or surgical intervention. This is considered a non-serious event has no medical intervention was provided and no extended hospitalization was required. In fact, no intervention was needed and the patient fully recovered. However, this event is reportable as a malfunction as described below. When inserting the dilator through the hemostatic valve there wasn't much resistance. After exchanging the octaray for the ablation catheter through the vizigo sheath the physician stated that there was not a great seal when pulling back. Upon pulling back and switching the ablator there was st elevations present. They think there was potentially an air bubble that went through one of the coronaries. The procedure was paused. The vizigo was removed and the noted that there wasn't a good seal with the ablation or diagnostic catheter. The vizigo sheath was exchanged and the procedure was continued. The st elevations went away and no permanent patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).